Manufacturer narrative:
The reported field event of high voltage shock impedance, was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that there was a history of rising impedance measurements. The patient was brought into clinic after there was a peak in the high voltage lead impedance. Defibrillation threshold testing was performed on (B)(6) 2017, confirmed high impedance. A pocket revision was performed. During the procedure, the right ventricular lead was explanted and replaced. Upon connecting the new lead to the chronic device, high impedance was still observed. The device was suspected and was explanted and replaced successfully without complications to the patient. After device replacement, impedance levels were within range.